Manufacturer narrative:
This device was returned to mmdg for evaluation. Based on the original complaint information, there was no indication of a reportable malfunction. During the investigation the pump under infused at a rate that mmdg considers reportable. The motor had failed, which caused the under infusion.

Event description:
The initial reporter stated that the pump would not hold a charge. At the time of the complaint, they stated that there had been no patient involved in the complaint. When the pump was returned to mmdg for investigation it was found that the pump was under infusing at a rate that mmdg considers reportable. (B)(4).